Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an undefined high blood glucose (bg) level of 600-699 mg/dl with high ketones that was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.